Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink/bend and separation were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for kinks or separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a lesion in the proximal right coronary artery. After pre-dilatation, the 3.5x12mm xience pro stent delivery system was advanced; however there was a loop at the proximal end of the shaft. The loop was attempted to be untangled during advancement and the shaft kinked and separated by the hub. The sds was pulled out of the anatomy and another 3.5x12mm xience pro was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us. The product code and the PMA # listed are based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us.